Event description:
Aortogram with run off, iliac stenting: left stick, up and over with an ansel sheath, primarily stented in the mid-distal rt. Common iliac artery. Inflated by fell, not by nominal or rbp. Dr primarily stented the iliac artery. A dissection was identified distal to the 6-37 primus stent and a genesis stent was deployed to cover the dissection.